Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event is no longer reportable as the device does not malfunction and is not likely to cause or contribute to death or serious injury if the it were to recur. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2023, the patient was urgently treated for intramural hematoma with placement of a zta-p-30-201 from zone 3 to above celiac artery. On (B)(6) 2024 follow-ups imaging revealed patent device, no thrombus, no device issue, and a type 1b endoleak. No treatment was performed. The surgeon decided to continue scan monitoring. Review of the device history record gave no indication of the device being produced out of specification. This study involves retrospective data collection. No imaging was provided for the investigation, and based on the provided information it is possible that the use of the zta stent graft or treatment of intramural hematoma could have contributed to the reported event, as according to the instructions for use, the zta is indicated for treatment of aneurysms or ulcers of the descending thoracic aorta. Consequently, the use of the complaint device is outside of the intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). D3) denmark, g1) denmark. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to wce-1713: zenith alpha thoracic post market retrospective study: synopsis: type 1b (distal) endoleak noted 176 days post-procedure. On (B)(6) 2023, the patient was urgently treated for an intramural hematoma with placement of a zta-p-30-201. Procedure imaging revealed patent study device, no endoleak, and no evidence of device issue. On (B)(6) 2023 follow-up imaging revealed patent device, no thrombus, no device issue, and no endoleak. On (B)(6) 2023 follow-up imaging revealed patent device, no thrombus, no device issue, and type 1b (distal) endoleak.no treatment was provided. On (B)(6)2024 follow up imaging revealed patent device, no thrombus, no device issue, and type 1b (distal) endoleak. On the ae form, the site added, ¿the aortic CT scan on (B)(6)2023 showed a type 1b endoleak at the distal neck of the prosthesis and a maximum diameter of the descending thoracic aorta of 34 mm. - the surgeon decided to initiate surveillance in 6 months as the patient was asymptomatic. - on (B)(6) 2024 the aortic CT scan showed stable changes in the maximum diameter of the descending thoracic aorta (34 mm) compared with the (B)(6) 2023 scan. - the surgeon decided to continue scan monitoring.¿ patient outcome: the endoleak is noted as ongoing, with no current plan for intervention, just monitoring. The patient remains in the study; data collection is ongoing.